Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a use error, where the patient connected to an unprimed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line and warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient connected to an unprimed patient line during setup of peritoneal dialysis therapy on the homechoice device. Proper procedures per the user manual were reviewed with the patient. The technical service representative assisted the patient with ending therapy and advised to restart therapy with new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.